Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; no device damage was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of atrial perforation was likely related to procedural conditions. The reported patient effect of septum atrial septal defect (atrial perforation), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed to report the enlarged atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced into the anatomy. The anatomy was challenging; mitral annular calcification. During the third grasp; the arm positioner made a squeaking sound. When attempting to close the clip arms, the clip closed to 60 degrees and did not close any further. When inverting the clip arms, the clip jumped open from 60 to 180 degrees, then from 180 degrees to the inverted position. The clip was inverted as much as possible, the cds was retracted in the steerable guide catheter (sgc); keeping the clip close to the sgc guide tip. When retracting the sgc into the right atrium the asd appeared larger than usual. The sgc and clip were retracted to the groin resulting in injury to the vein. A cut-down was required to remove the devices and to treat the vein. It was determined that the asd did not have to be closed. A new sgc and cds were used to complete the procedure; one clip was implanted reducing mr to 1-2. The patient is stable. No additional information was provided.